Event description:
The MFR received info alleging a "ventilator's power supply was defective. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the device to power on was observed. The device's internal battery was replaced to address the issue.